Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date. During the procedure while closing the chest, the needle broke off from the suture and remained in the body. Part of the needle was recovered and part may remain in the body. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Representative sample of the product was tested for ductility and the results obtained were in conformance with the requirements. The needles were examined and found to have a correct swage. No swage or quality anomalies were found. No device failure detected and the product is within specification.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.